Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or the user reported the cannula was not inserted correctly into the infusion site or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 280 mg/dl while wearing the pod between 4 and 24 hours. The cannula was bent back towards to the center of the pod. Patient stated hte cannula did not penetrate the skin and when the pod was removed the cannula was folded on the skin and never went in, thus, was unsure if cannula was properly seated in the infusion site (abdomen). Patient replaced the pod since patient was doing boluses but it would not come down.